Event description:
Patient reports the aligners made the teeth worse, requiring treatment from an orthodontist. The patient noted experiencing periodontal, inflammation/irritation, sensitivity, jaw discomfort, and pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.